Event description:
The information received from the affiliate states that the balloon ruptured during an angioplasty procedure of the superficial femoral artery. There is no info about the pt, vessel characteristics, or procedure. There was no injury to the pt.